Event description:
During follow-up, increased impedance and increase capture threshold was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in two pieces. Electrical testing did not find any indication of internal shorts. The conductor discontinuities found were due to procedural damage. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Unable to perform lead impedance test due to the condition of the lead as received.